Manufacturer narrative:
(B)(6). Concomitant products: item #unk, unknown head, lot #unk; item #unk, unknown stem, lot #unk; item #unk, unknown liner, lot #unk; item #unk, unknown screw, lot #unk. Huk, o. L., bansal, m., betts, f., rimnac, c. M., lieberman, j. R., huo, m. H., & salvati, e. A. (1994). Polyethylene and metal debris generated by non-articulating surfaces of modular acetabular components. The journal of bone and joint surgery, 76 b(4), 568-574. Retrieved from http://bjj.boneandjoint.org.UK/content/jbjsbr/76-b/4/568.full.pdf. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article the liners showed embedded metal debris which could not be removed either by routine cleaning or by a jet of air. No further information is available.